Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had black mark on the screen. The issue occurred during endoscopic examination procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the r-unit section is broken and therefore the image quality is poor. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: marks on screen caused by broken cover glass. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.